Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-00655, 1627487-2020-00657. It was reported that the patient experienced ineffective stimulation. Troubleshooting was unable to resolve the issue. A field representative stated the issue has been ongoing since being implanted with competitor leads. The patient may undergo surgical intervention on the entire system as a result.